Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain. Two days after onset, the patient was hospitalized for the peritonitis event. On an unknown date, the same month as receipt of this report, the patient was treated with intraperitoneal vancomycin (dose and frequency unknown). Pd therapy was ongoing. At the time of this report, the patient was recovering from this peritonitis event and treatment with vancomycin was ongoing. The patient was discharged two days after hospital admission. On an unreported date the patient was retrained in aseptic technique. No additional information is available.